Manufacturer narrative:
(B)(6). PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-120-ptx stent of lot number c778569 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. There is no imaging available to support the complaint investigation. According to the information provided claudication/rest pain were confirmed on the patient. Pta was performed. The patient's condition was recovered. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It can be noted that claudication indicates progression of peripheral artery disease and can be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however as no imaging was available at the time of investigation, a definitive root cause of this event cannot be determined. It may be noted that as per the package insert, restenosis or occlusion of the stented artery is a known potential adverse event associated with the placement of this device. Additionally, worsened claudication/rest pain is also an adverse effect. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. According to the information provided claudication/rest pain were confirmed on the patient. Pta was performed. The patient's condition was recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: three of ziv6-35-125-6.0-120-ptx (c778569 x3) were placed on the patient's right sfa. On (B)(6) 2016: claudication/rest pain were confirmed on the patient. Pta was performed. The patient's condition was recovered. This patient and these devices are also involved in report # 3001845648-2016-00368. Due to a separate failure mode [stent fracture] also occurring a separate report was submitted for the differing failure modes.